Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed where the syringe adaptor was inserted into a saline bag, and flow of liquid was confirmed throughout the set with a reduced speed. Through manipulation of the set, the tube was detached from the y-connector. The obstruction was noticed related to a partial blockage within the tube, causing an occlusion. There was excess solvent present between the tube bushing and tube. The reported condition was verified. The cause was due to the manual assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a syringe adapter set. The set was obstructed and could not be used. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.